Manufacturer narrative:
Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this mdra customer from us alleged the generation of a questionable flu a result for a patient when tested with the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system compared to a competitor assay (cepheid). The patient was initially tested with the cobas sars-cov-2 & influenza a/b test and generated a positive sars-cov-2 and flu a result. The physician questioned the results since both sars-cov-2 and flu a were detected. With a new collection, the sample generated negative flu a results with the cepheid test. Two additional collections taken from this patient tested positive for sars-cov-2 with tests from cepheid and vitalaxis. No other flu testing was performed.the patient expired on (B)(6) 2021 at 12:50 hours. The customer could not provide a cause of death. It was noted that the patient's chart was accessed and there were no notations that any anti-influenza drugs were administered to the patient for flu a. No harm was alleged.

Manufacturer narrative:
The investigation is on going. A supplemental report will be submitted on completion of investigation.the following medical assessment was provided through the case:it is also important to note that a positive flu a result may result in implementation of infection control measures and/or treatment with antiviral medications for influenza. Review of the patient's chart did not reveal antiviral medications were given to the patient for influenza, making the side effects from anti-influenza medications much less likely.also, anti-influenza medications are well tolerated and life-threatening side effects are uncommon. Subsequent testing for influenza revealed a negative influenza result (contradicting the original cobas liat result) and likely would have resulted in questioning/reversal of any dedicated management implemented for influenza. Furthermore, infection control measures for influenza are unlikely in this case to impact critical care management such as level of care, procedures, or other life-saving interventions. Therefore, the false positive influenza result was not likely to cause and/or contribute to the death of this patient.the customer has not provided any indication that management for covid-19 infection was withheld based on the initial cobas liat results that were questioned by the care team. Given the severity of this patient's presentation (which included pre-hospital collapse and suspected cva) and known vascular and myocardial complications of covid-19, it is unlikely that presumptive treatment for covid-19 was withheld for this patient based on the initial cobas liat result that was positive for sars-cov-2. Moreover, within 12 hours of the initial cobas liat result, testing on subsequent platforms confirmed the presence of sars-cov-2 and the initial cobas liat result. Implementation of standard infection control measures (e.g., respiratory droplet) for a presumed sars-cov-2 infection based on the cobas liat result would have protected this patient from contracting other nosocomial respiratory infections. Overall, the initial cobas liat positive result for sars-cov-2 likely indicated a true covid-19 infection and it is unlikely this result caused harm to the patient.(B)(4)